Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was used during a transvaginal sling procedure. The patient age was reported to be over 18 years.according to the complainant, the mesh was positioned at the bladder neck instead of at the mid-urethra. Both sides of the sling were successfully implanted when the problem was noticed. It was reported that there was nothing unusual about the patient's anatomy. When the physician attempted to reposition the sling it stretched and could not be implanted. The device was removed from the patient. The physician completed the procedure with another solyx sling without complications and the patient's condition at the conclusion of the procedure was reported to be "fine."